Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the powered handle blacked out during use and could not be used. Another handle was used to complete the case.